Manufacturer narrative:
H10: manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently, post filter deployment, CT revealed filter to be significantly tilted and legs to be significantly penetrated through the wall of the cava approximating the vertebral body, aorta, and as well as small intestine. Additionally, there was also a leg, which was fragmented. Approximately seven years post filter deployment, patient presented for filter retrieval. Initial scout images of the filter revealed to be significantly angulated approximately 30 degrees and was likely embedded. Subsequent, CT revealed severely embedded ivc filter with significant leg penetration. Multiple attempts were made at passing the rat-tooth forceps and despite having and grasping the region of the neck and apex several times, it slipped off upon retraction. At one point, 3 legs were crested and tried to remove, however, upon retraction it was further embedded. Multiple additional attempts with rat-tooth forceps were performed, however this was not successful. Then by pulling several of the legs of the filter from femoral approach, which allowed to position the filter in a more vertical direction from above and it was able to snare the apex and retracted into 16 french sheath in a conventional manner thereby removing the entire filter with the exception of one leg that was completely penetrating and approximating the vertebral body. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached, tilted, struts perforated through ivc wall, vertebral body, aorta and small intestine. Approximately seven years later, the device was removed percutaneously, however, the detached struts have not been removed after an attempted but unsuccessful percutaneous removal procedure and it was further reported that the retained detached strut perforated through ivc wall. The patient reportedly expired.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.